Event description:
It was reported to philips that a plastic rail cover assembly fell off due to external collision on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repositioned the rail cover assembly in the track seat. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).